Manufacturer narrative:
Unit passed rewind test, basic occlusion test and displacement test. Unit was unable to prime at 2.5 lbs during prime/delivery test due to faulty back pressure sensor (gold). No motor alarm noted. Motor passed motor test. Unit had minor scratched lcd window, cracked battery tube threads, broken belt clip slot, cracked reservoir tube lip and stained end cap sticker.

Event description:
The customer reported via phone call that the insulin pump had a motor error alarm during bolus. The customer stated that the device may have been dropped. Blood glucose level at the time of the incident was 300 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the product for analysis.